Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) and system error 2367 which occurred on the homechoice (hc) during drain 4 of 4. The technical service representative (tsr) recycled the power and cleared and explained the alarms. The hc was at "press go to start." The home patient (hp) would disconnect and discard the supplies. The hp stated they were told to disconnect by their registered nurse (rn). The had not disconnected properly, and the hp had reconnected. The hp would contact their rn about the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Baxter labeling instructs the patient how to properly temporarily disconnect. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.